Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexg1998 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that after the puncture of catheter in the patient, complications occurred and it was difficult to remove the tube. It has not been removed til now.